Manufacturer narrative:
The correct lot # has been identified.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0001032347-2016-00428.

Event description:
The facility reported two instruments broke during use. It was confirmed all broken pieces of the instrument were retrieved during the procedure.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument (mainly around the handle), a piece of red tape wrapped around the instrument, and a fracture; therefore the complaint is considered confirmed. The most-likely cause was determined to be excessive force experienced at the tip. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00428-1.